Manufacturer narrative:
(B)(4).smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
The user facility reported the listed tracheostomy was checked for leaks prior to intubation with no leaks observed. After 3 days of patient use, the tracheostomy tube was found leaking at the cuff. No adverse health effects reported in result of event. Reporter's contact information has been requested.

Manufacturer narrative:
One 8.0mm portex® suctionaid® percutaneous tracheostomy tube was returned for investigation. The device was received without its original packaging and showed signs of use. Visual inspection was at a distance of 12" to 24" and normal conditions of illumination and no holes were observed in the device cuff. During functional testing, a syringe was used to inflate the device cuff and the device was left inflated for one hour; no leaks were detected. Investigation found no fault with the returned device and it was found that the device operated as intended. (B)(4).